Event description:
A customer contacted beckman coulter (bec) in regards to obtaining ten (10) false low sodium (na) results generated on the unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory. When the issue was noticed, the system was recalibrated and samples were rerun. The differences in results exceeded assay precision claim by 1 mmol/l. The customer provided twenty seven (27) patient sample results; however seventeen (17) samples are within assay precision claims and not considered erroneous. There were no changes in patient treatment in connection to this event.

Manufacturer narrative:
Qc on the day of the event was not run until 2:00 pm. By 5:30 pm, qc had shifted high, > 2 sd (opposite of patient recovery). It is unknown at what time the patient samples were run. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the ionized selective electrode (ise) preamp assembly, ise flowcell and installed a new carbon bridge. The fse also replaced modular chemistry (mc) sample probe and wash collar and cleaned the electrolyte injection cup (eic). The customer continued to experience ise issues. Further investigation showed that the customer was programming the twice weekly maintenance procedure before leaving for the night. This left the instrument in maintenance mode. When in maintenance mode, the instrument does not auto prime. Bec development confirmed that a lack of auto priming will cause ise drift. Service was able to replicate this scenario onsite. The customer is no longer leaving the instrument in maintenance mode overnight. As of (B)(6) 2013, the customer is still continuing to have na drift issues, but no more than 3 mmol/l, which is within the precision claim of the assay. Service continues to evaluate the instrument; however, has not found any evidence of an instrument malfunction. All performance testing passed and within specifications.